Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for evaluation. Based on the information provided the most likely the cause of the guidewire distal end breakage was intensive device manipulation and excessive force applied to overcome resistance due to very tortuous anatomy during the procedure. As highly tortuous anatomy is considered an anatomical factor, a root cause of operational context has been assigned to the reported event.

Event description:
High friction was encountered as the physician attempted to advance the guidewire through very tortuous anatomy during stent assisted coil embolization procedure of the anterior cerebral artery (aca) aneurysm. The guidewire was intensively torqued for over 20 minutes and ¿manipulated¿ many times to overcome resistance. The stent was released in the target lesion. However, while the physician was removing the guidewire after the stent placement, the distal end of the guidewire was separated. The broken distal part of the guidewire remained inside the patient¿s artery ¿together with the artery wall¿. The procedure was completed using a different device. The physician stated that there were no clinical consequences to the patient who was reportedly in a stable condition.

Event description:
High friction was encountered as the physician attempted to advance the guidewire through very tortuous anatomy during stent assisted coil embolization procedure of the anterior cerebral artery (aca) aneurysm. The guidewire was intensively torqued for over 20 minutes and ¿manipulated¿ many times to overcome resistance. The stent was released in the target lesion. However, while the physician was removing the guidewire after the stent placement, the distal end of the guidewire was separated. The broken distal part of the guidewire remained inside the patient¿s artery ¿together with the artery wall¿. The procedure was completed using a different device. The physician stated that there were no clinical consequences to the patient who was reportedly in a stable condition.